Manufacturer narrative:
The device was manufactured january 22, 2018 - january 23, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time of 48 hours, a small amount of solution remained in the device. The device had been filled with 3950mg fluorouracil in 0.9% sodium chloride solution to a total fill volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.